Event description:
A malfunction alarm, identified as malf 9, was reported, but there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which rectified the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.